Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and reservoir was not lock in place. The customer¿s blood glucose level was 402 mg/dl. Customer stated that insulin pump had insulin flow block alarm. Troubleshooting was performed for insulin flow block alarm. Customer advised to change the entire infusion set system as soon as possible. Customer advised to returned the infusion set and reservoir. Customer stated that insulin exited. The insulin pump will be returned for analysis.